Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted that the balloon was returned with blood in the balloon and hub, consistent with use in a patient and the reported rupture. It was noted that the balloon was loosely folded, consistent with being inflated. It was noted that the balloon had a longitudinal rupture along the entire length. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon from the stent or from damage to the balloon during the processing of the balloon material) or from use of the product. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the product noted during preparation for use, which would suggest that the balloon was not damaged prior to use. To ensure this type of damage is not a result of manufacturing, all stent delivery systems are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed, a sampling of units are again rupture tested prior to the release of the finished good lot. Scanning electron microscropy analysis yielded no conclusive indication of a source of the rupture. A conclusive cause could not be determined for the balloon rupture. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. A query of the complaint handling database was performed and revealed no other incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) procedure the foxcross balloon ruptured below nominal pressure during the first inflation. The device was completely removed without difficulty and another dilatation catheter was successfully used. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.